Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -6.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim #: (B)(4).